Event description:
The customer contact reported the device did not sound an audible alarm tone during an alarm condition while on the low volume setting. The device was returned to the biomedical department with an unsigned note that stated, "broken." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition while on the low volume setting. Tough requested, no add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.